Event description:
It was reported, the patient never had therapeutic effect and the patient had a spinal headache. It was noted, the patient had a headache two days after implant that lasted for 1.5 months. The patient had to go to the emergency room (ER) because, he could not get a call back from any of the healthcare providers (hcps). It was reported, the patient was given morphine for the headaches, which resolved them. It was further reported, the patient had difficulty walking and that he could not walk like he did before the pump was implanted. It was reported, the patient had a loss of appetite, ¿can¿t eat like he used to,¿ and ¿lost 12 pounds since implant.¿ he also had constipation for a month as well. It was noted, the patient asked specifically if they would be able to target his lumbar area and feet with medication and he was told yes; however, he was not getting any relief. It was reported, the patient wanted to have the device removed because, he ¿was too skinny for the device anyways.¿ the patient was to meet with his hcp on 2014 (B)(6) at 9 am. The pump was being used to deliver bupivacaine and morphine. It was further reported the patient saw his hcp on 2014 (B)(6) and they turned the pump to the lowest level at 9 am and the patient was to monitor and call back on 2014 (B)(6) to determine if he wanted the pump removed. It was noted, the patient felt much better and could ¿finally breathe better now.¿ it was reported, the patient still complained of the stabbing pain at his back where the catheter was when he moved the wrong way and noticed this more while driving. It was also reported, the patient still had the back pain he has had for the past 15 years. The pump caused pain in his abdomen as well and the pump was not doing anything for his pain. It was also reported, the hcp agreed with the patient that if it was not helping than the best to remove the pump if that was what the patient wanted to do. It was noted, the hcp would be dismissing him as a patient for his oral medications, but had not provided any other options for the patient. The patient was to monitor how he felt in the next few days before responding to the hcp. Additional information received reported the patient wanted to have the pump explanted and he had an appointment with the surgeon on 2014 (B)(6). The patient met with the managing physician on 2014 (B)(6) and was told by a nurse that his healthcare provider (hcp) would no longer manage his oral medications. It was noted, the patient never had therapeutic effect and ¿made a deal with his hcp that they would unplug the pump¿ on 2014 (B)(6) or 2014 (B)(6) to ¿let it settle¿ and see if he felt any change. It was also reported the pump was not doing anything. It was further reported, the patient had a shooting pain ¿like a knife stabbing him¿ in the back by the catheter. This had been happening since implant. It was reported, the patient was stabbed in the back, elbow, and neck with a razor when he was younger, and knew what it felt like. It was also reported the patient had a knot in his stomach that started a month ago. The patient had problems with showering, standing up, driving, and getting in and out of the car. Additional information received reported, the patient had been doing a lot since 2014 (B)(6) when he was terminated and the patient had been writing letters to his hcp because, the hcp told the patient he would fire him if the patient had the pump out. It was further reported about a day after implant, the patient went to the emergency room (ER) because of a spinal headache and ¿they couldn¿t fix it¿ and it lasted about a month to a month and a half. It was noted, the patient wanted the pump removed because, his managing hcp had really not been willing to work with the patient. It was reported last time the patient say the hcp in person the doctor suggested the patient disconnect the pump to see if the patient could tell a difference and the patient could not tell any difference. It was noted, the pump was ¿disconnected¿ about 2014 (B)(6) or 2014 (B)(6) and was still disconnected from pump and on oral medications. The doctor had dismissed the patient. It was further reported, the patient requested to the doctors, surgeons, and manufacturer representative ¿at the test¿ in (B)(6) 2013 ¿can they point the medication that comes from the pump to go to the lumbar and feet¿ and ¿they all said yes.¿ it was noted ¿it doesn¿t at all.¿ it was further reported there was 80% more pain than before the installation of the pump. It was also reported the stomach and pump site were very uncomfortable and tender with tightness and the patient could not eat as much as before. The patient lost 18 pounds and ¿the pump had caused a lot of problems¿ such as breathing, walking, standing, and driving. It was noted, the catheter in the patient¿s back was sore and ¿it moves around¿ when sitting or driving. It was reported since the hcp ¿disconnected¿ on 2014 (B)(6) the patient could breathe now and eat more. Additional information received reported the patient was not told about the two months of spinal headaches and went to the ER and the ER could not reach on call personnel on ¿(B)(6)2014.¿ it was also reported, the patient experienced stabbing catheter in the back and stomach problems ¿straight across half way around me.¿ the patient could not shower for two weeks, could not stand up, walk, eat, and was vomiting. It was also reported, the hcp thought the patient had fentanyl in the pump when all the time it was bupivacaine and morphine and the patient never did get any pain relief. The patient wrote the hcp ¿to fix the pump¿, but the hcp declined. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).